Event description:
It was reported that there was a malfunction alarm on the pump, specifically indicated by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer received assistance from technical support for resetting the pump and was informed that the pump may continue to be used if no further malfunctions occur. Caller was advised to report any recurring issues.